Manufacturer narrative:
(B)(4)

Event description:
It was reported that an air leak from the inflation line was noted during patient use. The patient was recannulated. There is no report of serious injury or death associated with this event.